Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Please provide complete vicryl product code: the suture code was w9373. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. When was the needle detached/pulled off from the suture? The needle came detached whilst pulling through the first suture. It sounds as if it became detached right at the swage, they do not think the thread snapped. Please provide the vicryl product code and lot number: it was a 1 vicryl 9373 though I do not know the lot number. Please perform and document the follow up attempt for product return. We cannot return the product as it is no longer available to return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Following an incident we received where the needle from a 1 vicryl suture became detached from the suture thread I was wondering if you could tell me what the incidence of this happening would be, and what the accepted tolerance of the suture is please? I do not know the product code so cannot tell which suture/needle type other than it was a 1 vicryl. Any information would be appreciated.